Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary incontinence when coughing, sneezing, use of four to five pads a day, nocturia, frequency, pain, recurrence, pelvic pain syndrome, fibroids, and abnormal bleeding. In 2009 she underwent laparoscopic supracervical hysterectomy and resection of proximal fallopian tubes due to uterine fibroids, chronic pelvic pain, and bilateral hydrosalpinx. The patient alleged pain, hematuria, pelvic cellulitis, stress, urge urinary incontinence and underwent a transobturator tape placement in 2011. She suffered from hematuria and pyelonephritis and was placed on antibiotics for two weeks. In 2014 she received three coaptite implants, suffers from anxiety disorder, irritable bowel syndrome, vitamin d deficiency, acute laryngotracheitis, constipation, chronic interstitial cystitis, gastritis, weight gain related to inability to exercise secondary to her urinary incontinence. She underwent a tension-free vaginal tape sling where spillage of urine bilaterally was found. The patient alleges numbness in her right inner thigh, extrusion, urinary problems, organ perforation, recurrence, vaginal scarring, erosion, infection, bowel problems and bleeding.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials.